Event description:
Customer reported receiving a "check sensor" message while wearing the freestyle libre sensor. As a result of being unable to obtain a result, customer experienced sweating, a loss of consciousness, and hit her head. Paramedics were called, and upon their arrival customer was treated with unspecified intravenous medication and zofran. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. No malfunction or product deficiency was identified. No further investigation required.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check sensor" message while wearing the freestyle libre sensor. As a result of being unable to obtain a result, customer experienced sweating, a loss of consciousness, and hit her head. Paramedics were called, and upon their arrival customer was treated with unspecified intravenous medication and zofran. There was no report of death or permanent injury associated with this event.